Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that she damaged the battery cap and had high blood glucose levels. The customer's blood glucose level was 500 mg/dl. The customer stated she did not know she was supposed to use a coin to take it off, and used a knife instead. The customer's battery cap was replaced; nothing was returned for analysis.